Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the needle did not penetrate the sternum and the needle detached. A medical intervention was needed or prevent permanent impairment. It was stated that the event resulted to unanticipated tissue loss and tissue damage.